Manufacturer narrative:
A ge service rep performed an on-site investigation. The connectors were reseated during the service call. The system was tested and found th be working as intended and put back into service.

Event description:
The customer reported that the system freezes, lock up. There is no report of injury or death associated with this event.